Manufacturer narrative:
Section b5 and h codes have been updated to reflect additional details regarding the alleged injury. The device is still pending evaluation and another supplemental record will be filed once the investigation has been completed.

Event description:
It was reported that a siderail unexpectedly collapsed, causing a caregiver to fall forward. As a result, the caregiver injured their back. The user facility followed up and stated that the caregiver experienced a minor injury due to the collapse and self treated. No medical intervention was required.

Manufacturer narrative:
The investigation is complete, h codes updated to reflect investigation results.

Event description:
It was reported that a siderail unexpectedly collapsed, causing a caregiver to fall forward. As a result, the caregiver injured their back. The user facility followed up and stated that the caregiver experienced a minor injury due to the collapse and self treated. No medical intervention was required.

Event description:
It was reported that a siderail unexpectedly collapsed, causing a caregiver to fall forward. As a result, the caregiver injured their back. Attempts are being made to gather further information regarding the severity and treatment of the back injury.